Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of high blood glucose levels of 600 mg/dl and low blood glucose levels of 50 mg/dl. The customer was treated lows with 16 carbohydrate tablets. Customer's blood glucose value was 571 mg/dl at the time of the call and his current blood glucose is 287 mg/dl. Customer treated for high with bolus and injection. Customer was neither in emergency room , nor admitted into hospital as a result of high blood glucose. Customer stated that the drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles. Advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Troubleshoot was not completed. The insulin pump will not be returned for analysis.